Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and moderate calcification. The balance middleweight (bmw) elite ii guide wire was used for the procedure. During use of an un-specified balloon catheter and stent delivery system, resistance was met with the bmw elite ii guide wire during advancement and removal. It was noted that the resistance was met 4.5 cm proximal to the guide wire tip ball. After the procedure was complete, the guide wire was removed, and it was observed that portion of the guide wire was thicker that the other portion of the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.